Manufacturer narrative:
Date of event: event date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that about 2 weeks ago the patient got an infection because they were retaining urine. The caller said they were able to increase stimulation but when the patient increases stimulation, they do not feel stimulation. The caller said the bladder stimulator is not working. The caller was redirected to follow up with their healthcare professional.